Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had an e216 error code when using angulation. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found breakage of the image sensor, due to this damage of the charged-coupled device, the image disappeared during angulation in the up direction. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.